Event description:
Reporter alleged the lancet does not retract into the device. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.